Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/26/2025, the user reported that the ilet device screen was cracked. The device remained operational. A replacement ilet was initiated, blood glucose monitoring was not affected.